Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the shorted q1 transistor. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient's spouse contacted zoll customer support to report that the patient's battery charger was not functioning properly. The patient was issued a replacement battery charger/modem.